Event description:
It was reported that kinked occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure there were no visible kinks by fluoro. The kinked was noticed when the was was removed from the patient. No other was sheath was used in the groin. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: a watchman truseal access system (was) without the dilator was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed the sheath was kinked. Microscopic examination revealed no other damage or defects. The observed damage was attributed to procedural factors as the most likely cause of the damage.

Event description:
It was reported that kinked occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure there were no visible kinks by fluoro. The kinked was noticed when the was was removed from the patient. No other was sheath was used in the groin. There were no patient complications.